Event description:
Perfect device deployment, 6.5 min initial hold time, pt still bleeding, 25-30 min hold. Tried to manage medically, brought pt back into the cath lab, accessed left side groin retrograde, attempted three balloon inflations and deflations. Angiogram confirmed no bleeding, pt transferred to hospital via ambulance. Vascular surgery performed on pt later that night, pt expired in the morning. Direct quote from physician stating it was a high stick, resulting in retroperitoneal bleed, not device related.